Manufacturer narrative:
Weight is not available. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed an infection of the lvad driveline site with previous cellulitis/abscesses from mrsa. Suspected pump pocket extension of infection was reported. Vac sponge, lv, and po antibiotics were reported. No further information is available at this time.